Event description:
It was reported that while on a patient, the anesthesia workstation generated alarms for low inpired oxygen concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).